Manufacturer narrative:
(B)(4). D10: item#: 211215; lot#: 261090, item#: 211239; lot#: 237200, item#: 110032410; lot#: 64362991, item#: 110031399; lot#: 64500139, item#: 110031424; lot#: 64336641, item#: 211228; lot#: 005970, item#: 211228; lot#: 978020. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the reported event by a health care professional found: tendonitis is the inflammation or irritation of the tendons and is typically caused by repetitive motion, overuse and pressure to the bursae. Symptoms the patient can experience, pain, tenderness, swelling, stiffness, decrease in movement, and/or redness at or around the joint that is involved. This can impact the patients¿ ability to use the joint to their full potential. Patient can experience a decrease with overall adls, rom of the joint, decrease in quality of life, as well as increasing the need for possible over the counter (otc) medications for swelling and pain control. Treatment for tendonitis can consist of, otc medications, such as tylenol and anti-inflammatories, prescribed pain medications, physical therapy, rest, ice, elevating the affected joint and steroid injections. The root cause of the reported event was determined to be unrelated to the device. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left reverse total shoulder arthroplasty approximately six (6) years and two (2) months ago as part of a clinical study. Subsequently, the patient developed tendonitis approximately one (1) year and four (4) months post-implantation and was treated with steroid injections and physical therapy. The event was noted to have resolved one (1) month later. Attempts have been made and no further information has been provided.